Event description:
In 2001 baxter fenwal clinical education dept was notified of an alleged donor reaction during an amicus procedure. F/u by product surveillance identified that towards the end of an amicus collection procedure, the donor experienced flushing, lightheadedness, and nausea from which the donor was reported to have recovered within 2-3 minutes. The donor had donated 7 years prior and recalled experiencing a slight reaction in the past.